Manufacturer narrative:
The product was unavailable for return. Therefore, an evaluation of the device performance was not possible. It is unknown why the patient experienced complications after the surgery. A review of the manufacturing records showed no anomalies. All our valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that, after the surgery, the patient allegedly experienced high intracranial pressure and some other complications. The doctor proposed that the valve had quality problems.